Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced cervix inflammation ("abnormal pap-inflammation caused by essure"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and cervix inflammation outcome was unknown. The reporter considered cervix inflammation and medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): smear test on an unknown date: abnormal pap smear. Concerning the injuries reported in this case, the following ones were reported via social media medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2020: social media received: new event I had hysterectomy were added. New reporter were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.